Event description:
Same case as mfg# 2134265-2010-02024. It was reported that during a percutaneous coronary intervention (pci) procedure for instent restenosis a balloon rupture occurred. The date of the stent implant is unknown. Vascular access was obtained via the femoral artery. The 8mm x 3.5mm quantum maverick balloon catheter was advanced to the target location. The balloon ruptured after several inflations at 22 atms. The number of inflations and to what atms is unknown. The balloon catheter was removed, and the procedure was completed with another of the same device. There were no patient complications reported with the patient's status listed as 'good'.

Manufacturer narrative:
(B) (6); (B) (4) device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B) (4)